Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, stem, lot # unk; item # unk, shell, lot # unk.

Event description:
It was reported that approximately 3 years post implantation, a patient presented with complaints of severe groin pain and positive straight leg raise sign. Patient was found to have metallosis, pseudotumor, and metal hypersensitivity. During the revision surgery, approximately 10 cc of turbid fluid containing dead and fibrous tissue was found. The femoral head was revised and a poly bearing was implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following has been updated. The following has been corrected as there was no malfunction reported. Previous report was marked as product problem in error. Concomitant medical products: taperloc microp fmrl 11.0mm, catalog # 14-103205, lot # unknown; unknown magnum taper adapter, catalog # unknown, lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.